Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator replacement. Upon interrogation of the generator pre-operation, the right ventricular (rv) lead was tested with high rv threshold. The lead was capped and replaced on (B)(6) 2021. The patient was stable.